Event description:
It was reported that the video processor had scope communication error and broken seat where it attached to the scope. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent pin in printed circuit board, loose locking lever. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error code b30 was due to broken seat where it attaches to the scope, bent pin in printed circuit board and loose locking lever. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.